Event description:
Clinical Narrative:An Impella 5.5 was inserted via right axillary/subclavian access site in a 65 -year old male patient for Cardiomyopathy that was concurrently supported with Extracorporeal Membrane Oxygenation (ECMO). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support SCAI (Society for Cardiovascular Angiography and Interventions) shock Stage E.While on support A ¿Failure Controller¿ alarm was reported. The clinical team attempted to switch to a backup controller; however, the alarm persisted. According to the perfusion team and treating clinicians, the event was suspected to be associated with pump repositioning that may have resulted in catheter damage rather than a controller malfunction, as replacement of the console did not resolve the alarm. Despite the alarm condition, the pump reportedly continued to operate as expected at a Performance level 9 with 5.4 Liters/minute and D5W Sodium Bicarbonate was in the purge solution.Due to the patient¿s poor overall clinical condition, the following day the medical team elected to discontinue therapy and explant the device. Subsequently the patient expired.The death is most likely attributable to the patient's severe underlying cardiomyopathy, SCAI shock stage E and overall clinical deterioration, and mechanical circulatory support devices and high-dose vasopressor support. However, due to the fact that there was a short interruption of hemodynamic support the controller exchange cannot be conclusively ruled out as a contributing factor.Updated Clinical Narrative 27JUL2026The death is most likely attributable to the patient's severe underlying cardiomyopathy, SCAI shock stage E and overall clinical deterioration, and mechanical circulatory support devices and high-dose vasopressor support. A contributing factor of that the pump was repositioned due to poor placement cannot be dissociated. However, since there was a short interruption of hemodynamic support the controller exchange cannot be conclusively ruled out as a contributing factor.

Manufacturer narrative:
Additional information was received that after the pump was repositioned the failure alarm occurred. After the pump was explanted, a console error was no longer displayed.This is one of two related reports. This report represents the Impella 5.5 and another report was submitted to represent the Automated Impella Controller.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.